Manufacturer narrative:
The reported primary device failure mode of endoprosthesis dislodgement could not be independently confirmed as no items were returned for an assessment of product performance. The reported information indicates the stent-graft became dislodged from the delivery catheter during advancement. Further details were requested to investigate potential root cause; however, no further information was available, and the cause of the dislodgement event could not be independently established.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the case number. Other code: as the device remains implanted and the delivery catheter was discarded on site, no further investigation can be performed. Evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the lot met all pre-release specifications. With the information provided to gore, the cause of the reported event cannot be concluded. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a stenosis in the common iliac artery (aic) with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device). It was stated that a percutaneous transluminal angioplastie (pta) was performed. During advancement of the catheter the vbx-device dislodged from the balloon. A 4 mm balloon was inserted and the stent threaded onto the balloon, inflated and advanced to the intended lesion. The device was implanted successfully. There was no report of patient harm. The original catheter was discarded on site. The fsa stated that no further information is available.